Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block e1: initial reporter address 1: (B)(6); reported here as the reporter address exceeded the character limit. Block g2: literature source: juan reyes genere et al. "Delayed ipsilateral intestinal perforation after endoscopic gastrojejunostomy: a perspective on underlying mechanisms" on behalf of japan gastroenterological endoscopy society, https://doi.org/10.1002/deo2.229. Block h6: imdrf patient code e2402 captures the reportable event of distention. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1006 captures the reportable event of bowel perforation. Imdrf patient code e2401 captures the reportable event of pneumoperitoneum and a jejunal defect. Imdrf impact code f2202 captures the reportable event of the removal of the axios stent. Imdrf impact code f2203 captures the reportable event of computed tomography scan. Imdrf impact code f08 captured the reportable event of admitted in the emergency department. Imdrf impact code f19 captures the reportable event of an exploratory laparotomy imdrf impact code f2301 captures the reportable event of a surgical gastrotomy tube was in place.

Event description:
Boston scientific became aware of the event involving an axios stent through the article "delayed ipsilateral intestinal perforation after endoscopic gastrojejunostomy: a perspective on underlying mechanisms" by juan reyes genere et al. A retrospective study was conducted on a patient with unresectable pancreatic andenocarcinoma complicated by biliary obstruction. A 15mm axios stent was used. However, four weeks post stent placement, the patient presented to the emergency department with acute abdominal pain and distention. A computed tomography scan revealed pneumoperitoneum and jejunal defect adjacent to the axios stent. Exploratory laparotomy was notable for two flanking jejunal ulcerations; 1 cm lateral to the adjacent stent flange, and one of which was confirmed to be perforated. The axios stent was removed, and the jejunal defect was closed. A surgical gastrostomy tube was then placed for palliative decompression, and the patient expired due to underlying disease. Please see the referenced article for full details note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.